Event description:
A nurse reported that during intraocular lens (iol) implant procedure, it was noted that there was a rupture in the haptic and a visible scratch in the optic. It is decided to remove it and place another. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Only half of the lens is returned. A crack is observed on the optic. Scratches are also observed on the optic. The file indicated the use of a qualified cartridge and viscoelastic. The file indicated the use of a unspecified infinity handpiece which is not used to deliver the lens. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).